Event description:
Had textured biocell mcghan 168 implants (B)(6) 2001. Within months started suffering migraine headaches, debilitating anxiety, insomnia, and weight gain started immediately. Over the years have had joint pains, back pain, hip pain, dry eyes, migraines, anxiety, depression, metalic tests in mouth, chronic uti infections, ears ringing, skin rashes, shingles, sensitivity to alcohol, cosmetics, etc. Over the last year have had trouble breathing. I cannot catch my breath after walking short distances. My breast on right side is painful and burning. Breast implant illness. FDA safety report ID# (B)(4).